Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reports that since the start of treatment their upper gum has become sensitive. They have gum recession and exposed root that is causing pain. This was diagnosed by their dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.